Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-02153. It was reported the patient experienced a fall. In turn, the patient experienced ineffective stimulation due to lead migration. Surgical intervention may occur later to address the issue.

Event description:
Related manufacturer reference number# 3006705815-2019-02153.

Event description:
Related manufacturer reference number# 3006705815-2019-02153.